Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the questioned, elevated lipl result is unknown. The elevated result was repeatable on the same sample and laboratory quality control values were within laboratory ranges at the time of testing. No repeat testing was performed on the prior and subsequent draw samples. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A questioned, elevated lipase (lipl) result was obtained on a patient sample. The patient result was reported to the physician who questioned the result. The elevated result was repeatable on the same sample but the physician questioned the elevated result relative to lower prior and subsequent sample draws. The is no indication that patient treatment was altered or prescribed on the basis of the questioned, elevated lipase (lipl) result. There was no report of adverse health consequences as a result of the questioned, elevated lipase (lipl) result.